Manufacturer narrative:
Service history review: no service history review can be performed as part number 319.006 with lot number(s) 7906770 is a lot/batch controlled item. The manufacture date of this item is 5-feb-2015. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A device history record (DHR) review was performed on part # 319.006, lot#7906770: release to warehouse date: 05-feb-2015, expiration date: na, supplier: (B)(4). No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Subcomponent: part #319.006.03, lot #7768844. A service and repair evaluation was performed. The customer reported the probe broke. The repair technician reported the tip broke off. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was performed. This complaint is confirmed. Device was received in four (3) pieces at customer quality (cq). The needle component has sheared off of the slider body at its base. It should be noted the protection sleeve component (which has primary purpose to protect the needle component from breakage during handling/sterile processing) was not returned with the device. The needle also has a severe bend. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. Visual inspection under 5x magnification, dimensional inspection of feature(s) related to this complaint, service and repair evaluation, service history review device history record (DHR) review and drawing review were performed as part of the investigation. The needle's material composition at the fracture surface appears homogeneous when viewed under 5x magnification. The needle component outside diameter at the location of breakage measured and found to be within specification per relevant needle component drawing. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Most likely due to application of excessive off-axis force on small diameter needle component resulting in the needle component shearing off at its base on this 2 year old reusable instrument. It should be noted the protection sleeve component (which has primary purpose to protect the needle component from breakage during handling/sterile processing) was not returned with the device. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A service and repair history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a depth gauge was broken during sterile processing. It was reported that the device operated as expected during a previous surgery but after processing it was noted that the probe had completely broken off the device. There was no patient or procedural involvement associate with the reported event. This report is 1 of 1 for (B)(4).